Manufacturer narrative:
H.6. Investigation: two photos displaying a total of eight 10ml syringes were received and evaluated. Both photos depict similar missing print on each syringe between the 7ml and 8ml markings as well as between the 5ml and 6ml markings. All eight of the syringes in the photo were missing 50% or more of any one item, which were rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9268523 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print defect is associated with the marking process. It was likely due to a worn pad roll causing the scale to be properly transferred onto the barrel. No corrective actions are necessary based on the defective rate identified. Batch 9268523 is considered in compliance with our product specification requirements.

Event description:
It was reported that before use, 176 bd syringes with the luer-lok¿ tip were found with scale marking issues. The following information was provided by the initial reporter, translated from french to english: "scale marking issue on 176 units out of 1800. Almost 10%"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, 176 bd syringes with the luer-lok¿ tip were found with scale marking issues. The following information was provided by the initial reporter, translated from (B)(6) to english: "scale marking issue on 176 units out of 1800. Almost 10%."